Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/ sharp pains everywhere") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2007, (B)(6) 2008). Concomitant products included salbutamol (albuterol inhaler) in april 2014 for asthma and montelukast on 12-feb-2016 for respiratory disorder nos. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced cystitis ("bladder infections"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia ("severe and persistent joint pain") and back pain ("side pain and lower back pain"). On an unknown date, the patient experienced the first episode of feeling abnormal ("brain fog"), dizziness ("dizzy spells/dizziness"), ear disorder ("ear problems"), the second episode of feeling abnormal ("feels like I am in daze/feel like my body is fighting"), asthenia ("no energy"), menopausal symptoms ("menopause symptoms"), abdominal pain lower ("cramping"), night sweats ("night sweats"), headache ("severe and persistent headaches"), allergy to metals ("allergic to nickel") with rash and pruritus, skin lesion ("sores on leg"), asthma ("asthma"), respiratory disorder ("respiratory issues"), hypersensitivity ("allergy symptoms"), influenza like illness ("flu like symptoms"), treatment noncompliance ("patient did not underwent essure confirmation test") and depression ("depressed"). The patient was treated with paracetamol (tylenol) and ibuprofen (motrin). At the time of the report, the pelvic pain, arthralgia, headache, cystitis and back pain had not resolved and the dizziness, ear disorder, the last episode of feeling abnormal, asthenia, menopausal symptoms, abdominal pain lower, night sweats, allergy to metals, skin lesion, asthma, respiratory disorder, hypersensitivity, influenza like illness, treatment noncompliance and depression outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, asthenia, asthma, back pain, cystitis, depression, dizziness, ear disorder, headache, hypersensitivity, influenza like illness, menopausal symptoms, night sweats, pelvic pain, respiratory disorder, skin lesion, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. Most recent follow-up information incorporated above includes: on 2-jan-2020: this case was deleted from bayer database as this case is duplicate of case: (B)(4). All source document information, reporters and reference section from this case was added to case: (B)(4). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.